Manufacturer narrative:
The insulin pump was received with blank display, the problem isolated to the mother board. Unable to verify e15 error alarms due to blank display. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an external flash component error. The customer's blood glucose was 98 mg/dl. She was able to clear the alarm using the esc and act buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.